Manufacturer narrative:
Not applicable.

Event description:
During a surgical procedure for an open cholecystectomy surgery, the m/l-10 clip applier clip fell into the patient. The surgical procedure was delayed. There was no harm to the patient. Reference: mw5039418.